Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a discrepant result while using the architect c16000 analyzer. The customer indicated that while the mixer was not working, a falsely decreased d-dimer result was generated (initial 1.8, retest 2.7). The mixer was changed to resolve the issue. No adverse impact on patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The customer replaced the mixer and reran all the samples and no further discrepancies were seen. The mixer was considered the likely cause of the discrepant results. Review of the analyzer service history no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the aero c8k mixer was replaced. A review of historical data for the mixer on the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.